Event description:
A peritoneal dialysis (pd) patient's daughter-in-law reported that this patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to symptoms of nausea, abdominal pain and a reported fever from the previous evening. The patient was afebrile when seen in the clinic. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per peritonitis protocols. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1500mg (frequency and duration unknown) and tazicef 2g for 21 days. The culture results returned with negative growth for fungus and positive growth for serratia marcescens. On (B)(6) 2025 the patient¿s daughter-in-law reported that the patient was still not feeling well. The physician instructed the patient to go to the emergency room (ER). The patient was admitted to the hospital. The patient remains hospitalized. The physician has instructed the patient to complete the tazicef once discharged. The pd catheter was not pulled. The cause of the peritonitis is unknown. It was confirmed that the patient did not report any cassette leak or issue with the liberty select cycler.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture result of serratia marcescens suggests a possible breach in aseptic technique. Serratia marcescens is a bacterium that is widely found in water, soil, insects, animals, and plants with a main route of infection being nosocomial infection, family environment and work environment. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's daughter-in-law reported that this patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to symptoms of nausea, abdominal pain and a reported fever from the previous evening. The patient was afebrile when seen in the clinic. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per peritonitis protocols. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1500mg (frequency and duration unknown) and tazicef 2g for 21 days. The culture results returned with negative growth for fungus and positive growth for serratia marcescens. On (B)(6) 2025 the patient¿s daughter-in-law reported that the patient was still not feeling well. The physician instructed the patient to go to the emergency room (ER). The patient was admitted to the hospital. The patient remains hospitalized. The physician has instructed the patient to complete the tazicef once discharged. The pd catheter was not pulled. The cause of the peritonitis is unknown. It was confirmed that the patient did not report any cassette leak or issue with the liberty select cycler.